Manufacturer narrative:
The device was received for evaluation. A review of the event history log revealed multiple "downstream occlusion!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. During evaluation, the device alarmed downstream occlusion. The cause was identified to be the downstream sensor which requires the mechanism to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device was found to have multiple downstream occlusion messages in the event history log. No additional information is available.